Event description:
The g7 monitors are having a 25% failure rate by not reading correctly and not being able to place on your body because of a malfunction on the insert. I have called and they are taking a week to send new sensors out which is a critical element on determining one's blood sugar level. My mom has had numerous incidents where she has had to take much insulin or much sugar to get her sugar back to normal because of the units failure. If a diabetic cannot test there sugar they can die. This has been on an ongoing problem and now they cannot even ship replacements out in time.